Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon quality assurance. The investigation involves in-house investigation of product, use of the product, and component investigation by the supplier. Results of the investigation are still pending and will be sent in a follow up MDR within 30 days of the investigation completion.

Event description:
D5w 1 liter bag was spiked and put on a 3030 pump. A secondary was attached to the upper y set. The pump began to alarm because of tubing separation at base of the drip chamber. No harm was done to the patient or the clinician.